Event description:
The consumer ordered chair for his mother. He has just removed from the box and states the right wheel will not move as freely as the left. He will back off the bolt on the axle a bit to see if that will resolve the issue. The chair has not been used by a patient, no injury or property damage has been reported.